Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 2 of 3 medwatch reports regarding this event. Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings, place sensor under microscope and sensor damage at the reference electrode. See attached pictures for details. In summary, the customer complaint of unexpected sensor alarms was confirmed. Sensor failed for high readings, found sensor damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported loss of communication between pump and transmitter, the sterile package was not intact. The customer experienced hyperglycemia with blood glucose value of 434 mg/dl. The customer reported hyperglycemia was treated with manual injection. The event involved product(s) mmt-1884, mmt-332a, mmt-396a, mmt-7841zn, mmt-7040a. Troubleshooting was performed for labeling and loss of communication. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event or not. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-396a. Product return for mmt-7841zn, mmt-7040a are expected and the customer response was the device will be returned.